Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information received from a manufacturer representative reported that the patient came into their healthcare provider (hcp) office recharging. When the manufacturer representative read the patient¿s implantable neurostimulator (ins), a message displayed to clear the power on reset (por). The patient reported that they had not felt stimulation for several months and had not recharged until the day of this report. The manufacturer representative was unsure how the patient trickle charged, but they were able to successfully clear the por. There were out of range (oor) impedances on contacts 8, 11, and 12; the manufacturer representative was able to reprogram around those oor contacts. It was noted that the patient was feeling stimulation in areas of pain but overall it was not helping with their pain. Their device was reprogrammed again, using less amplitude and not using the oor contact. Reprogramming was able to help the patient as they stated that it was taking care of their pain. The issue was resolved at the time of the report. Indication for use is chronic low back pain. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.